Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump. Customer was instructed to use multiple daily injections as backup.